Manufacturer narrative:
Product event summary: manufacturer's analysis was unable to confirm the customer comment that the analyzer had noise on the atrial and ventricular channels. The analyzer passed functional testing. It was indicated that the patient connector had disturbed pins. The analyzer was sent for repair and restock.

Event description:
It was reported that the analyzer showed noise on the atrial and ventricular channels at implant. The analyzer was returned for service. No patient complications have been reported as a result of this event.